Event description:
Caller reports back to back results on the same meter of lo (<10mg/dl) and 299mg/dl while using the inform system. No quality control info was provided. Caller reports pt was treated with insulin based on meter results and 2 hours later had seizures. Caller reports pt was treated with 1 amp of d50 for a low blood glucose result of 21 mg/dl and began to wake up. A request was made for return of the suspect product and a replacement was sent.